Event description:
Hill-rom received a report from a hill-rom technician stating the scale was reading correctly. The bed was located at the account in 2 ctu. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the scale needed to be calibrated. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician calibrated the scale to resolve the issue. Based on this information, no further action is required.